Event description:
Report of bleeding from the valve pocket. Upon removing the dialysis needle following treatment, the dialysis nurse reported a spurt of blood six inches high came from the valve. Valves were explanted because the physician believed the valve was "stuck open".